Event description:
Customer reported 2 incidents of excess fluid removal from two patients on the same phoenix machine. Both events happened on the same day. In the second incident, pt started to complain of typical excess fluid symptoms (like cramping) at the end of their treatment. Pt's treatment time was 3 hours. Pt's target removal was 1.7 kg. Pt sodium (na) was increased and pt was ok. Phoenix took off 1.5kg extra fluid off patient. After these 2 pt incidents the medical staff continued to use the machine until a gambro technical service (gts) rep arrived, without further problems.

Event description:
Customer reported 2 incidents of excess fluid removal fro two patients on the same phoenix machine. Both events happened on the same day. In the first incident, the pt started to complain of typical excess fluid symptoms (like cramping) about 30 minutes towards end of their treatment. Pt's treatment time was 2:45. Pt's target removal was 3.1 kg. Medical staff gave the pt 1-liter of saline when they took the patient off the dialysis about 30 minutes early. Phoenix took off 1.4 mg extra fluid off patient. After these 2 pt incidents the medical staff continued to use the machine until a gambro technical serivce (gts) rep arrived, without further problems.